Event description:
Per the clinic, the patient experienced loss of osseointegration, leading to a decision to reimplant the patient with another device. It is unknown if this has occurred as of the date of this report (B)(4) 2012.

Manufacturer narrative:
Correction: the patient underwent surgery on (B)(6) 2012 to replace abutment on existing device; the patient did not experience a loss of osseointegration as previously reported. This report is filed (B)(4) 2012. Implanted device remains.

Manufacturer narrative:
The implanted device remains.